Event description:
The customer reported that the sys would not come on. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.